Manufacturer narrative:
No patient information provided as no patient was involved in this concern. (B)(6). A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue ¿could not boot up¿ could not be confirmed. The system passed the system checkout and was found to be fully functional. Manufacture date is not available.

Event description:
Medtronic received information that a navigation system could not boot up prior to training, and the monitor displayed a no video error. There was no patient present when this issue was identified.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that they went to the site and found the system was good and checked the configuration of the monitor, then test, all test passed.